Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a scheduled follow-up, the device could no longer be interrogated due to premature battery depletion. The patient received multiple alerts regarding eri, but neglected to inform the clinic. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
The reported field event premature depletion was confirmed. The cause of the premature depletion was found to be due to high current. The cause of the high current was found to be due to an integrated circuit anomaly. No other anomalies were found.